Event description:
Patient was revised to address infection. Update - (B)(4) 2012 - litigation papers received. In addition to infection, it is now alleged that the patient suffers from large amounts of cobalt chromium metal ions to be released into the blood, tissue, and bone surrounding the implant. It is also alleged that the patient suffers from pain, inflammation, discomfort, and a popping/snapping sensation. Date of implantation was provided - (B)(6) 2005. The MDR decision for the stem has been reversed and reported. Update - (B)(4) 2012- medical records and patient fact sheet received. Additional part/lot information was provided for screws. The screws have now been reported.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no additional reports for the reported part and lot code combinations. A search of the complaint database and/or DHR review was not possible for the corail amt collar, locking shaft screws (x3), and locking cortical screws (x2) as the lot codes required were not provided. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. Not returned.